Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that there was a product problem in (B)(6) 2019. It was reported that there was no harm to the patient. It was noted that upon initial use of the device by the surgeon, there was a visualized flame at the tip of the device. It was immediately removed from the field and a new device was obtained without further issues.